Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Furthermore, a helix mechanism test fails due to the helix housing being clogged with dried blood/body fluid and tissue. The susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.